Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd epicenter¿ data management system, an incorrect vancomycin resistance marker was provided on a patient result. No incorrect results were reported. There was no health impact or consequences reported.

Event description:
It was reported during use of bd epicenter¿ data management system, an incorrect vancomycin resistance marker was provided on a patient result. No incorrect results were reported. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary customer reporting that in pud 7.31a according to eucast, the condition of the expertrule 1448 was changed compared to the previous pud 7.21 a. In pud 7.21a the condition in case of vancomycin r set the resistance marker vrsa. But in pud 7.31a now the condition is teicoplanin or vancomycin r to set the resistance marker vrsa. This very misleading as in this case the s. Aureus isolate is sensitive to vancomycin. Cfr attached epicenter (444165/(B)(6) report under related. The customer noticed this timely and disabled the vrsa resistance marker not to be send to their lis. No incorrect results were reported tec was added to this rule because it is a glycopeptide that is still used outside of the us. The reference for this rule is clsi m100-34 table 2c (16) and appendix a (e). Clsi doesn¿t call out tec in these references, just va. However, there was previously a request from outside of the us to include tec in this rule because the drug is still used outside of the us and resistance to tec should be flagged. The rule is written as intended. The customer can choose to disable rule 1448 and create a custom rule that just sets the rm_vrsa only when va is r. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.